Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Based on material analysis, the following are considered potential factors of the event. Chemicals such as acid dissolved the material of the device. The temperature of the autoclave was higher than the recommended setting. The instruction manual of the device states the corresponding method in case of the abnormality.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user found the outer surface of the device got rough and had some cracks. The user had used the device for approximately three months and the device had been reprocessed with autoclave machine at 134°c, 5 minutes. Other detailed information was not provided. There was no report of patient injury associated with the event.